Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: unknown if internal or external drive line fracture.specific component(s) involved: driveline malfunction.additional text: "short to shield malfunction".other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of driveline; replacement of pump.other intervention :implant device type: lvad.